Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device would not power on and this occurred when the device was on a patient.there was no patient harm.

Manufacturer narrative:
Event date: (B)(6)2015. Receiving by MFR date: 08/18/2016. Conclusion / root cause: the power management (pm) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).